Event description:
Or (B)(6)- was ready for patient in pre-op room (B)(6) and the pre-op nurse assigned to patient requested help starting an IV. IV was started and hooked up to IV fluid already hanging in the room. Noticed the tubing did not have the right clarity to it and the IV fluid was not flowing at all, even though staff knew that the IV needle was correctly placed. Pinched off the primary tubing immediately because we realized the IV tubing was not primed properly and was full of air. No air entered patient, and a new IV was properly primed and hung. Afterwards we checked the faulty IV primary set for kinks or closed clamps; there were none. Then we squeezed the IV fluid bag to try and persuade the primary tubing to prime; it refused. Fifteen minutes later, while I was getting ready to dispose of the IV fluid and primary tubing set, I tried one last time to prime the tubing and was successful, as if nothing were ever wrong with the tubing. Of note is that this happened a second time this morning while priming IV tubing. We had a primary set that refused to prime past the white disk filter located approximately 9 inches from the chamber. No kinks or closed clamps were discovered with this tubing either, but after setting for 15 minutes, it primed like it was supposed to.====================== health professional's impression======================unknown====================== manufacturer response for primary IV set, lifeshield======================manufacture provided rga# for product return evaluation.